Event description:
It was reported that this pacemaker system exhibited an abrupt change in right atrial (ra) lead pace impedance measurements from 600-700 ohms to greater than 3,000 ohms, triggering a lead safety switch (lss). Post-lss, unipolar noise with oversensing was observed. There was pacing inhibition for greater than two seconds, however the patient's intrinsic rhythm was visible throughout the noise. Additionally, a signal artifact monitor (sam) episode was stored that contained minute ventilation (mv) signal oversensing. Lead fracture was suspected. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead is returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned.resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 143 millimeters (mm) from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of out-of-range pace impedance measurements, oversensed noise, and pacing inhibition were likely caused by the confirmed fracture.

Manufacturer narrative:
This report captures additional information of the explant of this device and impact on the patient. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited an abrupt change in right atrial (ra) lead pace impedance measurements from 600-700 ohms to greater than 3,000 ohms, triggering a lead safety switch (lss). Post-lss, unipolar noise with oversensing was observed. There was pacing inhibition for greater than two seconds, however the patient's intrinsic rhythm was visible throughout the noise. Additionally, a signal artifact monitor (sam) episode was stored that contained minute ventilation (mv) signal oversensing. Lead fracture was suspected. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported. Additional information received indicated that this lead was explanted and successfully replaced. No additional patient adverse effects were reported. The lead is returned for analysis.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited an abrupt change in right atrial (ra) lead pace impedance measurements from 600-700 ohms to greater than 3,000 ohms, triggering a lead safety switch (lss). Post-lss, unipolar noise with oversensing was observed. There was pacing inhibition for greater than two seconds, however the patient's intrinsic rhythm was visible throughout the noise. Additionally, a signal artifact monitor (sam) episode was stored that contained minute ventilation (mv) signal oversensing. Lead fracture was suspected. This pacemaker and right atrial (ra) lead remain in service. No adverse patient effects were reported.